Manufacturer narrative:
As reported, the coating of an 'urostream hydrophilic wire guide' delaminated and separated from the device while backloading through a semi-rigid scope, during a ureteroscopy procedure. The coating was activated prior to use but it is unknown how it was activated or for how long. It was reported that the coating was kept hydrated while not in use and that the coating was reactivated before reuse; however, it is unknown how many times the device was used prior to the issue. The user noted resistance while backloading the wire guide through the semi-rigid scope and found that the coating of the wire guide had separated and remained in the patient. The patient did not have tortuous anatomy. The coating was retrieved with an unspecified basket. A new wire guide was opened to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of the instructions for use (IFU), and quality control (qc) procedures, were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU supplied with the device states the following in consideration of the reported failure mode: "warnings: ¿ to prevent possible tissue damage, care should be taken when manipulating a procedural device over a wire guide during the device's placement and withdrawal. If resistance is felt during device placement, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of the resistance cannot be determined, remove the wire guide and device as a unit to prevent possible damage and/or complications." Based on the available information, no product returned, and the results of the investigation, a definitive root cause was unable to be established; it was not possible to rule out procedural factors as contributing to the complaint. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the coating of a 'urostream hydrophilic wire guide' delaminated and separated from the device while backloading through a semi-rigid scope, during a ureteroscopy procedure. The coating was activated prior to use but it is unknown how it was activated or for how long. It was reported that the coating was kept hydrated while not in use and that the coating was reactivated before reuse; however, it is unknown how many times the device was used prior to the issue. The user noted resistance while backloading the wire guide through the semi-rigid scope and found that the coating of the wire guide had separated and remained in the patient. The coating was retrieved with an unspecified basket. A new wire guide was opened to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.